Event description:
It was reported by service report that the docker cable was broken. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Docker cable.